Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Blood glucose was 239 mg/dl. Reportedly the customer filled the cartridge with cold insulin. The customer reloaded the cartridge and received an accurate fill estimate.